Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A full lead was returned in one piece for analysis. X- ray examination of the helix mechanism found the helix stretched and bent, and the inner coil was over-torqued at the connector region consistent with procedural damage. The cause of the reported event was isolated to the damaged helix and over-torqued of the inner coil at the connector region. No other anomalies were found.

Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the right ventricular (rv) lead was dislodged after placement. Then, the rv lead helix exhibited failure to extend and was broken during rotation attempts. The rv lead was not implanted and an alternate near at hand was implanted instead on (B)(6) 2023. Patient condition was stable.